Manufacturer narrative:
(B)(4). A cshy05 bellatek hybrid bar 5 implants was received and visually inspected. Upon visual inspection signs of wear and tartar accumulation were noted. The bar was observed to be broken through the cylinder in tooth #22. A review of the device history record for a cshy05, lot number 1053810, noted no related non-conformances, requests for deviations, change notices, or any other issues with manufacturing or the device. The DHR review also found that all verifications, inspections, and tests were successfully completed and accepted by qa. Complaint indicated that the cshy05 bar was fractured in half. Returned product was evaluated and a break noted on the lower left distal cylinder. On account of the information available and evaluation of returned product, the device malfunction is confirmed. Based on DHR review, the most likely condition of the device when it left the company is conforming. There is no evidence that the device did cause or contribute to the reported event. A root cause for the complaint could not be determined.

Event description:
It was reported that the cshy05 bar was fractured at the distal.